Manufacturer narrative:
Zoll has received the thermogard xp ivtm system in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
A patient was hospitalized for fever management. The thermogard console was set to a target temperature of 35°c. The following day the ivtm therapy was posed and the console was disconnected from the patient due to the scheduled patient's exam. Thirteen minutes later the console was connected to the patient again and upon the system reboot, the console alarmed. According to the reporter, the user was not sure about the error code. The customer used another thermogard console to continue with the treatment. No known impact or consequence to the patient was reported. Per additional information received from the field, the console alarmed as designed since the user did not select "pre-cool" setting during the console power on. When correct setting was set the alarm stopped and console reached the standby mode.

Manufacturer narrative:
The customer reported complaint for the thermogard console alarmed after the restart was not confirmed during the initial functional testing as the issue was not replicated, however, was confirmed during the archive review data. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. As a precautionary measure, the temperature sensor and microcontroller board were replaced. A review of the event log was performed and tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) errors were noted around the reported event date. Visual inspection was performed and found no physical damage. Following the repair and replacement of the parts, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).